Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing. The patient was presented for the rv lead explant procedure. Insulation abrasion of the rv lead was suspected. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: the correct event description in b5 should have been 'it was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing. The patient was presented for the rv lead explant procedure. Insulation abrasion of the rv lead was suspected. X-ray and fluoroscopy was performed however it could not confirm insulation abrasion. The rv lead was explanted and replaced. There were no patient consequences.¿ instead of ¿it was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing. The patient was presented for the rv lead explant procedure. Insulation abrasion of the rv lead was suspected. The rv lead was explanted and replaced. There were no patient consequences.¿

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited noise over-sensing. The patient was presented for the rv lead explant procedure. Insulation abrasion of the rv lead was suspected. X-ray and fluoroscopy was performed however it could not confirm insulation abrasion. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise and insulation abrasion were confirmed. A complete lead was returned in two pieces for analysis. Visual inspection found an external abrasion breaching the outer insulation proximal to the suture sleeve impressions consistent with friction to device can. The outer coil was found to be exposed at this location. The cause of oversensing noise was due to the outer coil being exposed at that abrasion zone.